Event description:
The patient experienced a loss of therapeutic effect. Impedances were greater than 2000 ohms in bipolar pairs involving electrode #3. Please see MFR. Report # 3004209178200906576. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).